Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit for hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The mother reported that the customer's blood glucose ranged between 140-300mg/dl while wearing the pod between 1 and 4 hours. She stated that the pod alarmed; he woke up with high blood glucose and was vomiting. The patient went to the ER, was diagnosed with uncontrolled diabetes and dehydration. He was given zofran, saline, and a gi cocktail for heartburn reflux.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No kink or bend was observed in the cannula. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction; its root cause could not be determined. No defect or deficiency that would have contributed to the patient's hyperglycemia and hospitalization was found.